Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that  their controller was blank/unresponsive since last sunday or monday, and they suspected they may have gotten water damage from their water bottle in their purse. The pt said they left it on their bed one of those nights, and then in the morning they realized they couldn't get controller to power back on. Agent had the pt connect their controller to ac power supply without li battery, and the controller did not turn on. The pt confirmed the ac power supply had green light on. The issue was not resolved. No symptoms were reported. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported for probably about a month they felt their ins was taking longer to charge, and noticed the relay box on the recharger was making clicking noises. Pt said they took about 2 hours to charge their ins up to 30% when used to go much faster, even though they saw 'excellent recharge quality.' Pt denied any visible damage to their recharger, and agent explained that the clicking noise is normal. Agent advised pt try the replacement controller and see if they still experience the charge duration issue; if so, pt will call back for additional troubleshooting.